Event description:
Follow up report needed to address analysis.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During the atrial fibrillation procedure, after inserting the sheath an air leak was noted when negative pressure was applied. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.